Manufacturer narrative:
(B)(4). Date sent: 9/9/2024. D4: batch # 540c94. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with one 6r45b reload loaded on the device and a second 6r45b reload (b) present inside a plastic bag. The reload loaded was received 1/10 with the stapler retained placed, protruding staples and the lockout spring damaged, also some staples were embedded in the stapler retainer. The reload (b) was returned fully fired along with several b-formed staples. During the functional test, while trying to load the test cartridge into the device channel, it could not be loaded. Further analysis shows that the wedge guide was partially advanced this condition did not allow the load from the reload. In addition, a dry fired was performed and the closure trigger was closed, but the firing trigger was noted jammed. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the triangle image on the pinion & gear was not properly aligned with the short rack. The defect of the pinion & gear has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 540c94, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the doctor and several nurses tried several times to load the cartridge, but the cartridge could not be loaded into the jaw properly. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.